Event description:
It was reported during a glandel staging procedure the instrument was used throughout the procedure. After several clips were delivered, the surgeon attempted to fire the clip on a vessel, yet no clip was delivered. The instrument was removed, and replaced with a new instrument, and the surgeon continued the procedure with no further issue. The pt was not harmed. There was no adverse pt consequence.

Manufacturer narrative:
Empty, fired through lockout. H3. Eval summary: the analysis results found that the el5ml device was received partially cycled otherwise in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.